Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation. Evaluation status: 3 reported events were confirmed during testing. 2 devices were found to be affected by a corroded trigger assembly. 1 device was found to be affected by cracked trigger base. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 3 events had no patient involvement; no patient impact.